Event description:
It was reported that during an low anterior resection procedure, the device was used for the rectum and after the cartridge was reloaded, all the staples could not be formed. It was found that the cartridge had not been loaded properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.